Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient's ipg had been difficult to keep a charge. The patient will undergo an ipg replacement.

Manufacturer narrative:
Additional information was received that the patient had no serious findings from the computed tomography (CT) scan. The patient was given referral for a facet block to reassess if revision was necessary.

Event description:
A report was received that the patient¿s ipg had been difficult to keep a charge. The patient will undergo an ipg replacement.